Event description:
The customer was hospitalized for high bgs. It was stated that the pump has frozen display. Troubleshooting was performed. Bgs were treated with insulin drip. The doctor was not sure what caused the dka. The customer indicated that two days before their admission the pump had a frozen screen, then the customer removed the batteries, inserted a new one and the display returned. The time and basal rates were correct. It was informed that the customer follows the two high bg rule.